Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet, with fingerstick readings confirming low glucose with the lowest of 54 mg/dl, and the patient treating with oral glucose tablets (two smarties) before returning to sleep, followed by another low several hours later; the user plans to meet with a trainer to review sleep settings for less aggressive overnight insulin delivery. Symptoms included low blood glucose confirmed by fingerstick. Outcomes included self-treatment with oral glucose and continuation of therapy at home without medical intervention or hospitalization. Investigation included a review of device use and user-reported blood glucose information. Investigation of this case revealed no device malfunction reported and a potential need for therapy setting optimization during sleep. It was concluded that the event involved hypoglycemia with an unclear cause and user-led mitigation through carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.